Manufacturer narrative:
Block h6: imdrf device code a150205 captures the reportable event of difficulty advancing the device through the patient's tissue.

Event description:
It was reported that during the procedure, the solyx device was difficult to advance through the patient's tissue. The procedure was completed with another of the same device and there were no patient complications were reported.